Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no power issues observed in the black box history and no data from the time of the reported event due to continued use. There was no damage found to the battery cap or battery compartment and the cap was able to attach securely to the pump. The battery caps measurements were found to be within specification. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened for investigation and no damage was found to the power circuit.